Event description:
This MFR was just notified about an event that occurred in 1997. Reportedly, this 12mm balloon ruptured during post dilatation of a wall stent during a transjugular portosystemic shunt placement procedure. It was indicated this stent was being placed inside of an existing stent. Following balloon rupture, an attempt to remove the balloon from the stent resulted in the stent dislodging from the intended implant site and migrating to the right atrium. Difficulty was then encountered during attempts to remove the balloon catheter through an introducer sheath. A cut-down procedure was performed to successfully remove the balloon from the pt. Successful retrieval of the stent with a snare was also performed at that time. No pt complications resulted from this event. Co's attempts to gain further details regarding the circumstances of this event have been unsuccessful. Should further details become available, a supplemental medwatch will be filed under the appropriate sequence number. This device has not been returned for evaluation. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material. It was indicated this device was being used to dilate a stent inside of an existing stent during a "tips" procedure, which is a non-indicated use of this device. Co believes that the above factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "medi-tech balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries... The blue max catheter is designed to deliver maximum force and is indicated for calcified or fibrotic lesions, or in lesions or strictures which are very resistant to dilatation... Any use for procedures other than those indicated in these instructions is not recommended... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... Caution: if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."